Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On the day of the index, one inpact admiral drug eluting balloon was used to treat the right popliteal. Approximately 6 months post index, patient death was reported. Cause of death is unknown. The investigator and sponsor assessed the event as not related to device, procedure or drug.